Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter membrane was unfurled and could not be inserted through the sheath. A different size catheter was used to continue therapy. There was no reported patient injury.